Event description:
It was reported that the patient presented to clinic for routine follow up. Upon device interrogation, inappropriate atrial tachycardia (at) and atrial fibrillation (af) detection was observed due to oversensing of far-r waves. Old intermittent ventricular noise episodes were also observed, which resulted in inappropriate therapy. The noise episodes were attributed to emi. The device was reprogrammed. The patients condition is fine.

Event description:
It was reported that the patient presented to clinic for routine follow up. Upon device interrogation, inappropriate atrial tachycardia (at) and atrial fibrillation (af) detection was observed due to oversensing of far-r waves. Old intermittent ventricula...